Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. The patient reported experiencing shortness of breath on minimal exertion, fatigue and hemidiaphragmatic stimulation due to unspecified left ventricular lead malfunction. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.